Event description:
It was reported that a coronary sinus or venous dissection occurred while advancing the delivery catheter and the patient's blood pressure had dropped. No effusion was noted. The patient received fluids and blood pressure and pulse then stabilized. The lead implant was abandoned. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.